Manufacturer narrative:
Follow-up # 1 ¿ (07/03/2014). The patient¿s meter has been returned on 6/18/2014 and evaluated by lifescan product analysis on 6/19/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ultralink meter read inaccurately high and erratic. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014. Results obtained with the subject meter were not specified; however, the patient reportedly obtained a result ¿around 30 mg/dl¿ with another device, performed within an unspecified time of each other. The patient manages his diabetes with insulin. The patient continued to administer his usual dose of humalog insulin (6 units). At an unspecified time after, the patient was found unconscious. The patient was reportedly brought to the emergency room (ER); however, treatment was not specified. That same evening, the patient reportedly obtained a result of ¿92 mg/dl¿ with the ER/ hospital meter. On the morning of (B)(6) 2014, it was also reported the patient obtained results of ¿542 and 203 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient did not make any changes to his usual management routine at that time. Shortly after, the reporter claimed the patient felt symptoms of sweaty, dizzy and confused. No treatment was specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The reporter was informed of proper cleaning of the sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.